Event description:
It was reported that customer experienced difficulty inserting cartridges and that pump displayed random errors and alerts that disrupted insulin therapy. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were reported.